Manufacturer narrative:
(B)(4).

Event description:
It was reported the anchor broke during surgery. A backup device was readily available. There were no delays or patient injuries reported.

Manufacturer narrative:
One 7207678 sterile biorci ha 8x25mm screw returned. The product is used. The procedure was only listed as ¿acl surgery¿. Dimensional inspection verifies that this is an 8x25mm product. It is one year old. This implant is in good condition. There is no damage to the outer surfaces aside from some light teeth grasping marks from removal of device. There is no material missing. The hex head was beginning to strip inside. This is a symptom of force applied. No surgical details were included. It is unknown whether prep recommendations were followed. It is unknown whether the IFU warning was followed: ¿the starter must be utilized with the biorci¿ha screws to minimize screw breakage during insertion¿. The complaint indicated that the anchor broke during surgery. No root cause related to the manufacturing of this device can be confirmed.